Manufacturer narrative:
H10: the device was reported to not be in patient use at the time of the reported issue. No patient or user harm was reported. A philips remote service engineer (rse) evaluated the issue with the biomed and confirmed error 1124 (cbit) (battery failed) in error log. Per the philips v60, v60+ service manual, this error occurs when the power management (pm) printed circuit board assembly (pcba) detects a battery error, the ventilator continues to ventilate and the battery charger turns off. The rse confirmed the device was not in use. The error was not reproducible in testing. The device ran in battery operation without error. The rse provided information to the customer for further testing including running test 13 (internal battery) and verifying the battery age. If the battery is older than 5 years, the battery should be replaced per manufacturers recommendation. No further issues were reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a battery failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.